Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was not used.

Manufacturer narrative:
Analysis was normal, no anomalies were found.